Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm.

Event description:
The customer reported that the insulin pump alarmed during the manual prime process. The blood glucose reading was 400mg/dl. No further information was provided